Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system station was not opening main drawer 2. A field service engineer reinstalled remote smart service (rss) 4.12 and missing plug-in to fix session issue; found door 2 inaccessible, tested all doors via hardware test application (hta), and transferred session to case owner after contacting technical support specialist. A technical support specialist found drawer access issue was due to meds assigned to two security groups as 'respiratory' and 'non-controlled' and respiratory nurses lacked access to the latter. Instead of updating roles, customer moved the 'non-controlled' med to a different location to restore access. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, the device was swapped out, when accessing a patient profile on the new machine, the patient database does not display any orders. The normal tabs are missing and the drawer does not allow meds to be pulled from the device, showing them as grayed out but not failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, the device was swapped out, when accessing a patient profile on the new machine, the patient database does not display any orders. The normal tabs are missing and the drawer does not allow meds to be pulled from the device, showing them as grayed out but not failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.